Manufacturer narrative:
A ge svc rep performed an onsite investigation. The tube and the image magnifier casing were replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system's tube had a filament interruption and was damaged. No pt injury was reported.